Event description:
The customer reported via phone call that the vibrate feature on the insulin pump was not functioning properly. The customer stated that the issue began about one week prior to the call. During troubleshooting, the insulin pump did not vibrate during the vibrate test. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump did not vibrate during the self test due to a broken wire on the vibrator motor. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.